Event description:
It was reported that: surgeon exchanged the gamma nail to a 380mm/ 10mm because the 340mm/11mm was too short."

Manufacturer narrative:
The device is not available for eval as it has been discarded by the hosp. Add'l info has been requested and if received will be provided in a supplemental report.